Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), product type lead product ID 977a260 lot# serial# (B)(6), product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-jan-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-jan-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
T was reported that an implantable neurostimulator was experiencing issues. The patient received a "settings not available" message on the controller every time they attempted to use the device, although they were able to charge it to 100%. The patient was in group a with four programs and encountered the message in group c, but not in group b. The patient experienced worsened back pain from sitting in a chair. The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider for further assistance. No patient complications have been reported as a result of this event. Patient reported the cause was due to electrodes of the 16 that was no longer working. The rep changed the programs in channel a c so they are now working well. Rep reprogrammed channels a c and not meeting to use the defective electrodes. Issue is solved; all is working well.